Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 25-may-2024, it was reported that the one infusion set occlusion was occur at site. The blood glucose level was 491 mg/dl and patient changed the infusion set correction bolus via pump. No further information available.